Event description:
A wilsion-cook tracer metro wire guide was used in preparation for a procedure. Additional info provided with this report indicated the tip of the device detached as it was removed from the wire guide holder. The coating of the wire guide detached near the distal end of the device. No injury to the pt was reported.